Manufacturer narrative:
Two samples of 10 ml luer-lok syringes (part number 309605, batch 4088615) were received and evaluated. Both samples arrived loose and disassembled. Upon inspection, scratches were observed on both barrels, specifically in the non-scale marking area. Additionally, one of the barrels had a 'c-19' imprinted in the same area. Both plunger rods were found to be severely damaged, compromising their integrity. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the damaged barrel defect is associated with the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:309605. Batch#:4088615. It was reported that the bd luer-lok barrel cracked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. During compounding lot #20241023-93b1ef two syringes were found cracked from the same sterile tray. The syringes are available for return. Pictures are attached. (B)(4). Product number - 309605 . Lot number - 4088615.